Event description:
Pump programmed at 4.2ml/hr, bag volume 100ml. Contained 1130mg of arac in 100 ml d5w. Programming verified with rpn, rn, d5w pt's parent. Bag was to infuse over 24 hours. Parent called rn and md after about 5 hours saying bag had completely infused. Hydration fluids started per md order. Md states no harm with the distributor and on to MFR. Results of testing unavailable at current time.